Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician deployed the second flange of the stent in the scope. As the physician was putting traction on the scope to push the second flange out, the stent got pulled out of the pseudocyst and into the stomach. The misplaced stent was grasped with rat tooth forceps and removed through the patient's esophagus. The physician placed another hot axios stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.